Event description:
Allegedly, metallosis is reported due to mom. The patient presented an extensive pseudotumor involving all the periarticular tissues. The neck of the proteus was worn, up to disassembly of the femoral head component. The devices involved are three, head, stem and cup. Non mpo product: unknown stem.